Event description:
Healthcare professional reported right side "swelling with small seroma pocket" and "biocell device." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety - product/procedure: unable to observe as it is not related to the device. ¿ seroma: unable to observe as it is not related to the device. ¿ edema: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "swelling with small seroma pocket" and "biocell device." Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/dec/2023.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side "swelling with small seroma pocket" and "biocell device." Device has been explanted.